Event description:
On 31-oct-2024 new information was received, stating that the high blood glucose levels were not caused by the pump, but a result of an inflammation at the insertion site of a non-roche sensor and thus, the allegation against the pump was withdrawn.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The patient´s blood glucose levels were rising for a few days and were over 400 mg/dl since (B)(6) 2024. The infusion set was changed and afterwards the backup infusion device was put into use, but both measures did not lead to an improvement. Only administering insulin with an insulin pen lowered the glucose levels, but they went up again during the night. The patient was in the hospital for two days, but no information about treatment nor other additional information was provided.

Manufacturer narrative:
This case with patient identifier (B)(6), is related to case with patient identifier (B)(6). The backup infusion device referred to in b5 was reported on patient identifier (B)(6). The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.